Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: he patient demographic info: age (B)(6), weight (B)(6), bmi 27 at the time of index procedure what were the current symptoms following the index surgical procedure? Wound dehiscence, with small bowel protruding from the wound. Product code and lot number? Not available. What was the location of the suture placement? Rectus sheath. What tissue dehisced? Rectus sheath. What was the tissue condition ¿ normal. How was the suture placed ¿ continuous. How was the suture tied ¿ square knot. What was the appearance of the suture during the second procedure ¿ the suture found broken. Was there any precipitating stress factor for the sutures untying, breakage or pulling out of the tissue? No. Incident occurred with the lady went to the bathroom, she heard a pop, then saw some blood and midwifery staff noticed the small bowel protruding. Day 2, monocryl skin closure. Other relevant patient history/concomitant medications ¿ no. If applicable, will product be returned, return date, tracking information ¿ no. What is physician¿s opinion as to the etiology of or contributing factors to this event? Suture failure. What is the patient¿s current status? Still in patient as of (B)(6) 2020.

Event description:
It was reported that the patient underwent c-section on an unknown date and suture was used. The suture was used on the rectus sheath and placed continuous. Two days post-op, the patient went to the bathroom and felt a 'popping' in her abdomen and saw some blood. On inspection by a midwife, small bowel protruding was noticed through the incision. The patient was taken back to the theatre for exploration and re-closure. During the procedure, the suture was found broken and patient underwent skin closure with a different device. It was reported the patient was in the hospital as of (B)(6) 2020.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 10/20/2020. Corrected information: d3, g1, g2. Additional information: g1,h6. The following additional information was received: -two possible lots were identified, lot pkbbzwt0 and lot pmbdgst0. Additional information: d4, h4 - the actual device batch number associated with this event is not known. The possible batch numbers are reported as follows: batch pkbbzwt0; manufacturing date: 09.11.2019; expiration date: 08.31.2022. Batch pmbdgst0; manufacturing date: 11.21.2019; expiration date: 10.31.2022. A manufacturing record evaluation was performed for the finished device (B)(6); pkbbzwt0 possible lot number and vcp9468h; pmbdgst0 possible lot number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Date sent to the FDA: 04/08/2020. Additional information: d10, h6. The manufacturing records could not be reviewed as the batch number is unknown. Additional h-3 summary: one used sample of product was received for analysis. During the visual inspection of the suture pieces, body fluids, tissues, and knots were noted. Also, the ends were cut appear to be by use of surgical instrument; and this is consistently with the removed of the suture from the patient. The product code vcp9468 contains an absorbable suture and as the sample was received open, the time of exposure that has the suture in the environment could not be determined and no additional test could be performed.